Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('acute pain/pain/constant pain') and autoimmune disorder ('autoimmune disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dizziness ("dizziness"), nausea ("nausea"), gastrointestinal disorder ("gi issue"), pelvic floor muscle weakness ("pelvic floor dysfunction"), menorrhagia ("increased bleeding before during and after period cycle"), fibromyalgia ("fibromyalgia"), migraine ("migraine"), rash ("rashes"), dyspareunia ("painful sex"), female sexual dysfunction ("inability sex") and female sexual arousal disorder ("sex arousal inability"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain had resolved and the autoimmune disorder, dizziness, nausea, gastrointestinal disorder, pelvic floor muscle weakness, menorrhagia, fibromyalgia, migraine, rash, dyspareunia, female sexual dysfunction and female sexual arousal disorder outcome was unknown. The reporter considered autoimmune disorder, dizziness, dyspareunia, female sexual arousal disorder, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, menorrhagia, migraine, nausea, pelvic floor muscle weakness, pelvic pain and rash to be related to essure. The reporter commented: some symptoms improved after removal. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal: autoimmune disorder, dizziness, dyspareunia, female sexual arousal disorder, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, menorrhagia, migraine, nausea, pelvic floor muscle weakness, pelvic pain and rash. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.